Manufacturer narrative:
This supplemental report was submitted to provide a correction to the event date (section b3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as the device was not returned. The foreign material is "fatty acid ester.¿ the event can be detected/prevented by following the instructions for use which state: ¿inspection method is described in the reprocessing manual chapter 5 5.5 manually cleaning the endoscope and accessories ¿4 inspect whether there is debris on the bristles when the brush emerges from the distal end of the endoscope.¿ ¿7 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder.¿¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the evis lucera elite gastrointestinal videoscope, the re-usable channel cleaning brush got sticky brown colored foreign matter. There were many foreign substances mainly on the suction channel side of the scope. However, when the scope was washed in the reprocessing machine, no foreign matter was found. The diagnostic procedure was completed with the same set of equipment without delay. There were no reports of patient harm. This event is related to two devices. This report is being submitted for the first device. The second device (bw-20t) is being reported on medwatch patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.